Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient reported their previous interstim system seemed to be helping initially but then all the sudden it did not help at all. Patient ended up having this system removed, however could not recall the explant date.